Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment of a 28 cm chronic total occlusion with calcification of the right superficial femoral artery using eluvia devices. Access was obtained via the left common femoral artery. Additionally, the right popliteal artery was punctured with an access kit, merit mak, and a bidirectional approach was established. The eluvia devices were inserted from the left side, and reached the occlusive lesion in the right superficial femoral artery. A 6 mm x 150 mm eluvia device was deployed distally, and a 7 mm x 150 mm eluvia device was deployed proximally. Extravasation with a rupture was observed from the distal eluvia device. Hemostasis was attempted using percutaneous old balloon angioplasty (poba), but this was unsuccessful, and a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was therefore used. The vsx device was inserted via the left femoral artery with a 45 cm sheath. Although the vsx device caught at the proximal edge of the proximal eluvia, delivery was finally achieved. During deployment, considerable resistance was felt, and the deployment line broke. The stent graft did not expand. The device was withdrawn into the sheath. During withdrawn, the stent graft unintentionally expanded within the sheath. A new gore® viabahn® endoprosthesis with heparin bioactive surface was implanted, and hemostasis was achieved. The patient tolerated the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.